Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. In addition, the battery gauge was observed to be depleting and rising quickly. The customer¿s blood glucose level was 103 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.